Manufacturer narrative:
(B)(4). Lot number changed from 21203j1 to 21213j1. Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. Analysis of the returned device revealed the plunger was still in the handle at the pre-deployed position. No noticeable blood was in the marker lumen. The suture and link were still tight and tucked into the guide. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a diagnostic procedure. Reportedly, a cuff miss occurred and another proglide device was attempted with the same result. The device was removed and hemostasis was achieved using manual arterial compression. There was no clinically significant delay in the procedure and no patient sequela. It was indicated that there was some calcification but is unknown the amount and scarring was noted. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide referenced is being filed under a separate medwatch report number.